Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the proximal part was received. As described in the complaint description, the lead was dissected in the course of the surgery. In addition, the analysis showed several signs of wear. The insulation was found to be intact in all regions. Based on the characteristics, the geometry and the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of mechanical interaction between the lead body and the ICD can. Due to the dissection the electrical inspection of the lead was limited to the dc resistances of the lead fragments. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
(B)(6) 2010, the pt visited hosp as out-patient, because alarm beeped from the OEM crt-d device. During interrogation, noise in the ventricle was confirmed with ECG. The physician doubted damage of linox sd and changed the device settings in order to avoid inappropriate shocks. The next follow-up was scheduled on (B)(6). The pt, however, heard the alarm from the generator again and went back to the hospital. (B)(6) 2010, operation was performed to replace the generator and the lead. During operation, appropriate connection between the generator and the lead was confirmed and the physician disconnected the lead from the generator to explant the lead. During this process, a stylet got stuck around the rv coil and would not advance further. Also, the screw could not be retracted. The physician continued to explant the entire lead, but the svc coil became elongated. Thus, the physician stopped attempting explanation of the entire lead and dissected it. A part of the lead, which couldn't be explanted, was processed appropriately and remains implanted.